Manufacturer narrative:
Product analysis: analysis was able to confirm the reported output connector was broken but was unable to confirm that the external pulse generator (epg) was not working. Analysis also noted that the lower case was broken, the display wires were pinched without compromised insulation, the lock button on the keypad was flat, and the main world label was damaged. Additionally, the encoder switch assembly, two knobs, and one case screw were contaminated. All found defective parts were replaced and all other identified issue were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working and had a broken connector. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.